Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e222, and cable & connector breakage. It is presumed that "no image is displayed" occurred because the video function did not function normally due to the occurrence of e222. Based on the investigation results, the root cause has not been identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device had no vision and blackout occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device had no vision and blackout occurred. There were no reports of patient harm associated with the event.